Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR. Reports: 3006705815-2017-07304; 1627487-2017-08302; 1627487-2017-08303; 1627487-2017-08304. It was reported that the patient experienced redness at the midline incision, as noted by the physician during a post-op visit on (B)(6) 2017. The physician instructed the patient to finish antibiotics and to follow up on (B)(6) 2017. At follow-up visit on (B)(6) 2017, the physician notes the same redness and increased tenderness around the midline incision, while the ipg incision looked to be well-healed. As a result, patient may be awaiting scs system explant.

Event description:
Device 2 of 5: reference MFR. Report: 3006705815-2017-07304; reference MFR. Report: 1627487-2017-08302; reference MFR. Report: 1627487-2017-08303; reference MFR. Report: 1627487-2017-08304. Follow up information identified the patient underwent scs system explant. It was reported that the infection has resolved.